Event description:
Reporter states customer reportedly received result of 320 mg/dl on the advantage system and 120 mg/dl on professional device within 10 minutes of the same device. No high blood glucose symptoms reported with these results . No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.